Event description:
It was reported that during a scheduled retrieval of a vena cava filter, angiography demonstrated that the filter had tilted approximately 60-90 degrees and the apex of the filter had embedded in the cava wall. In addition, imaging demonstrated that one of the filter legs was penetrating the cava wall by approximately 3mm. The filter was successfully retrieved with a snare. Upon removal, it was observed that two filter feet were no longer attached to the filter. The location of the detached feet could not be determined, as they could not be observed by imaging. Th pt is asymptomatic and has been discharged.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter is in transit to the evaluation site. The event investigation is currently underway.